Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device code dzi, erl, hbe. Device is an instrument and is not implanted/ explanted. Service history of the past six months from the awareness date was reviewed. The device was previously returned for service on (B)(4) 2014 due to device would not run. A service request was called in for this item on (B)(4) 2014 for device would not turn. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. The manufacture date of this item is unknown. Power tool evaluation was completed for this device. The reporter's complaint that the ((B)(4)) electric pen drive will not turn could not be confirmed. The unit was tested and passed all manufacturing specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the anspach synthes facility was contacted by the hospital stating that the (B)(4) (electric pen drive 60,000 rpm) would not turn. Additional information was later provided by the hospital via a verification phone call to the hospital reporter on (B)(6) 2014. The hospital confirmed the event included one patient, and occurred during surgery. Patient¿s date of birth was also provided. This event involves one device.